Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. An 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilation; however, the balloon ruptured. No patient complications were reported.